Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed for basic delivery of 250ml of normal saline and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the device was programmed for piggyback delivery of an unspecified concentration of leucovorin in 500ml, at a rate of 280ml/hr, for a duration of 2 hours, and the delivery was started. No further programming parameters were provided. The customer contact reported the primary container was hung below the secondary container using a hanger. After 2 hours, it was reported the device alarmed indicating the delivery was complete. At this time it was noted that the device display indicated the programmed unspecified vtbi (volume to be infused) was delivered; however, 300ml was remaining in the container. The device was reprogrammed to deliver the remaining 300ml. No further programming parameters were provided. After 30 minutes, the nurse reported no medication had been delivered. The device wa removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.